Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file data provided by the account confirmed a full battery depletion event. The controller event log file began at a timestamp of 17apr2021 at 11:45:05. On 21apr2021, at 06:44:14, a low power advisory alarm was captured. By 07:45:32 this alarm had progressed into a low power hazard alarm, which then progressed into a no external power alarm at 08:00:10. The no external power alarm was associated with an uptick in the emergency backup battery (ebb) use count, indicating that the system was supported with the ebb. The system was supported with ebb until it eventually depleted causing the pump to stop and the system controller to reset. The pump was stopped for an unknown amount of time before it was connected to charged batteries/resumed normal operation at the stored patient speed. Following the pump stop event, the remainder of the log file captured controller clock corrupt alarms and clock invalid faults, which is consistent with the system controller resetting after the complete loss of power mentioned above. No other notable events were captured, and the pump appeared to have operated as intended at the stored patient speed when it was connected to charged batteries. The account communicated that the patient was sleeping on batteries and woke up to their ventricular assist device (vad) being off. The patient changed their batteries and the vad started back up. The pump stop event did not result in any harm to the patient, per the account. The patient was strongly advised to sleep only while connected to the mobile power unit and remains ongoing on heartmate 3 left ventricular assist system, serial number mlp-017573. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains important warnings pertaining to pump stops, as well as the following information: section 2 - the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Section 2 - system controller battery power gauge: the battery power gauge shows the approximate charge status of the power source that is connected to the system controller¿s white and black power cables. The number of green bars means power remaining. The more green bars mean the more power remaining. If either the yellow diamond or the red battery illuminate, immediately replace the depleted batteries with a fully-charged pair, or switch to the power module or mobile power unit. Yellow diamond: less than 15 minutes of combined battery power remain. This is an advisory alarm. Red battery: less than 5 minutes of combined battery power remain. This is a hazard alarm. Every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 3 - switching power sources: this section explains how to switch from battery power to the power module and mpu. Section 6 - preparing for sleep: the patient must always connect to the power module or the mobile power unit for sleeping, or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms. Section 7 - alarms and troubleshooting: this section details all system controller alarms and how to resolve them. The heartmate 3 left ventricular assist system patient handbook, rev. C, is also currently available. This patient handbook contains the same pump stop warnings and steps that the patient should take when preparing for sleep. Section 3 details how to check a battery's charge level, how to replace low batteries with fully-charged batteries, and how to switch power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. Section 5 alarms details all system controller alarms and how to resolve them. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. This document also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 18jun2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was sleeping on batteries and woke up and saw that the pump was off. The patient replaced batteries and the pump restarted. Patient stated no alarms heard. The patient¿s system controller was changed out and was returned for further evaluation. Log file submitted revealed that the patient depleted all power sources including the ebb (backup battery) on 21apr2021 causing the pump and controller to shut off. After an unknown amount of time the controller appeared to have been reconnected to battery power which restarted the pump. The yellow wrench alarms seen where the result of the controller clock resetting due to the loss of all power event. The log also showed no mobile power unit (mpu) connection between 17apr2021 to 21apr2021 which would confirm the patient was sleeping on battery power, which is not recommended. There was no patient harm associated with this event and the patient was advised to only sleep on mpu. No additional information provided. Related manufacturer report number of controller: 2916596-2021-02601